Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 wherein the lead was implanted restoring therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 3006705815-2023-03711. It was reported the patient's leads migrated, twisted on themselves and had impedances. The issue was confirmed via x-rays. In turn, surgical intervention was undertaken wherein the leads were explanted and the physician was unable to replace due to patient's extreme keloids. Additional surgery may take place in the future.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.